Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that customer was in emergency room due to hypoglycemia and diabetic ketoacidosis on (B)(6) 2019 with blood glucose level was above 377 mg/dl. The customer was assisted with troubleshooting. The customer was treated with manual injection, insulin pump, intravenous fluid. Customer did not allege pump was under delivering. Customer was using insulin pump system within 48 hours of reported high blood glucose event. The customer stated that the insulin pump had insulin flow blocked alarm during basal. Customer stated insulin exited at the quick release. Customer stated that they had an issue with the sensor and states they had to remove it and states they was in hospital for high blood glucose. The insulin pump will not be returned for analysis.